Manufacturer narrative:
(B) (4).

Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that upon opening of the box, it was noticed that the braiding/coils of the guide wire's tip were missing. The guide wire was not used. There was no impact on the pt. No add'l event or pt info is available.